Manufacturer narrative:
The removed tah-t cannula piece was returned to syncardia for evaluation. The customer-reported cannula air leak was not able to be confirmed because an air leak test could not be performed on the cannula section since the section was cut so close to the cpc connector and could not be put on the air leak test fixture. Two cannula tears were confirmed through physical examination of the returned section of cannula which could have contributed to the air leak reported by the customer. Similar to other malfunctions observed in the field and previously documented, this tear occurred near the cannula/cpc junction. There are multiple contributing causes of cannula tears. As identified in previous cannula tear investigations, patients supported by portable drivers are more likely to place increased stress on the cannulae. These stresses are concentrated where the effective stiffness of the cannula changes, specifically at the velour/cannula junction and the driveline/cannula junction. The increased stresses at these junctions can lead to a cannula tear. This is caused by the different material behaviors of the pvc cannula material, the stainless steel reinforcing wire, the cpc connector and the cannula velour when placed under flexural, rotational or tensile stresses. Wear occurs at the surface or between pvc layers, eventually leading to tear initiation. Syncardia has an open CAPA (corrective and preventive action) to address the cannula tear issue. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with all cannula tear events. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the patient observed a hissing sound from the 70cc tah-t cannula near the cpc connector. The customer also reported that when the patient arrived at the hospital, staff noticed a small leak in the right cannula. The customer also reported that the 70cc tah-t cannula was successfully repaired by the hospital staff. There was no reported adverse patient impact as a result of the possible cannula air leak and subsequent repair.